Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Foreign material remained due to physical damage to the device and reprocessing deviated from the instruction manual. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The nozzle was not wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The plastic distal cover had foreign matter adhesion. Additional findings were as followed: due to a pinhole on adhesive rubber, water tightness was lost; the bending cover was knocked to a sharp surface (handling issue); the angle wires were stretched; the angle wires become stretched; deterioration/damage of adhesive (due to chemical/physical stress); crack of adhesive on bending section cover; adhesive on bending cover section had white-clouded area; nozzle clogging; water invasion in the device; paint on air water cylinder was peeled; control unit had discoloration; plastic distal cover had a dent and a foreign object; image guide protector was damaged; connecting tube had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was black liquid coming out of the flex video scope, possibility due to a leak. The issue was found during an unknown event. The product was returned for reprocessing. There were no reports of patient harm.